Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
One hemostasis valve introducer with a distal contamination shield connector attached to housing was returned for examination. The reported event of placement difficulties could not be confirmed during evaluation. A visual examination found no abnormalities on all returned components. The returned guidewire was able to be inserted through the dilator from tip to hub and hub to tip without difficulty. In turn, the dilator was able to be inserted through the introducer valve without difficulty. A 7.5f lab catheter was passed through the valve housing and sheath without difficulty the entire length. The valve internal components were examined and found to be in good condition. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the introducer, to consider the potential benefits in relation to the possible complications. The techniques for insertion and the occurrence of complications is well described in the literature. In this case, the patient required a new stick to insert a new guidewire. It is unknown if user or procedural factors may have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during use in a patient, it was difficult to place the introducer into the patient's internal jugular vein. The issue was solved by using a new introducer, which was placed removing the guidewire and starting the procedure from the beginning.there was no allegation of patient injury. The product was available for evaluation. Patient demographics were unable to be obtained.